Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that asymmetric lens vaulting was noted approximately 2 1/2 months post implant. Posterior capsular opacification was also noted, and the pt noticed a decrease in his vision. A yag procedure was performed. The surgeon indicated that the likely cause of the event was capsular contraction. This event refers to the pt's left eye.